Manufacturer narrative:
Patient's samples were returned on 09/15/2011. Product support tested returned samples and positive control, calibrator h on retained profiler w49541 and access2 for troponin recovery. Product support observed sample specific interferences with both patient samples that caused error codes and invalid analyte values. No low bias or false negative tni was observed with the positive control sample. One error code was observed with returned patient sample 1 (pre hama treatment), the observed tni value was 0.05. Post hama, the tni value was observed at 0.11. A change greater than 50% recovery is evidence of sample specific interference. Access2 tni was 0.75 ng/ml. An error code was observed with patient sample 2 pre and post hama treatment. The observed tni value pre hama was 1.18 and post hama was 0.19. Access2 tni was 0.82 ng/ml. A change greater than 50% recovery is evidence of sample specific interference. All data points with the positive control sample cal h were within the manufacturing 2sd range with a 94% recovery (within the manufacturing final release specifications). The customer's complaint of a false negative result could not be verified since error codes and sample interferences restricted an accurate tni value. Product support observed an error code with each patient sample and also observed a change greater than 50% in tni value post hama treatment. (B)(4). This issue will be subject to tracking and trending. No corrective action was required at this time as no product deficiency was established.

Event description:
Caller reported potential false negative troponin on the triage cardiac profiler versus the vista analyzer. Patient came into the hospital with initial complaints about chest pain and was admitted. Patient's whole blood (edta) was taken on the triage meter. Customer also ran a lithium heparin sample on the vista analyzer. Samples were drawn at 07:45 and appeared normal. The methodology for the vista is chemoluminescence. Devices were at room temperature for two days and controls were ran on the devices on (B)(6) 2011. Patient history and medications were unknown. Final diagnosis was not provided.